Manufacturer narrative:
(B)(4)

Event description:
Procedure: colectomy.according to the reporter: the surgeon opened a new sterile pack ofsurgiwan 5mm./il -hook to perform laparoscopic colectomy. He noticed a defect at the rim of black tube.